Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had experienced a pump error on their insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with removing the batteries and to monitor the notification light. The customer was advised to wait until the notification light stops flashing to enter new batteries. The alarm on the device was cleared. The customer did not return the product back for analysis.